Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies, and none were found. Conducted occlusion testing, and no occlusions were noted.

Event description:
The customer reported via phone call that they had a reservoir anomaly. The customer also reported insulin was dripping out of the tip of their infusion set. The customer also reported insulin drops are forming continuously. Customer's blood glucose was 55 mg/dl. The customer agreed to return the reservoir for analysis.